Event description:
During cystoscopy with circumcision of the right ureteral orifice, hand assisted right laparoscopic nephroureterectomy, pt had to opened to repair vena cava. When using the autosuture device, the vena cava was lacerated. The dr performed an emergency opening, and clamped the vena cava. After vascular control had been achieved the laceration was closed. The procedure was completed and the pt was moved to the recovery room in satisfactory condition.